Event description:
It was reported device was explanted and replaced as it was not reading r-waves. No patient complications were reported as a result of this event. The device was returned due to not sensing correctly.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. It was reported device was explanted and replaced as it was not reading r-waves. No patient complications were reported as a result of this event. The device was returned due to not sensing correctly. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated sensing, none.